Manufacturer narrative:
The device was received fully deployed. During investigation, a tear was observed on the right side of the exposed portion of the soft cannula. A fluid path test was performed and fluid was observed to leak from this tear. This tear in the exposed portion of the soft cannula can be confirmed as the cause of the reported leaking during wear. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.2. Hardware: iphone16.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose rose to 325 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Investigation of pod found damage to the cannula. The complaint was originally coded for glucose levels are high.